Event description:
A caller reported that occlusion alarms occurred. The customer changed the infusion set and cartridge before resuming insulin delivery. There was no adverse impact on the customer's blood glucose level.